Event description:
The customer reported that the ventilator alarmed with da pcba adc reference failed vent inop occurrence.the customer reported patient involvement, but no patient harm. Patient information was requested.